Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 7278 implantable pulse generator, implanted: unk ; 4068 implantable pacing lead, implanted: unk. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and increased short interval counts (sic) events. Lead fracture is suspected. It was also noted of oversensing and loss of capture. The lead remains in use as there is planned action as the patient has been referred to the local specialist extraction center for consideration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.